Event description:
It was reported that the patient had history of a history of chronic pain and herniated disc from back injury lifting granite countertop. The patient underwent two l5-s1 microdissections (msd), with most recent performed in (B)(6) 2007. 'Postoperatively the patient complained of pain, occasional numbness and tingling. The patient 'began to have increasing back pain which appeared to be mechanical as well as severe left lower extremity radiating pain. He did undergo conservative therapy, including epidural steroid injections and physical therapy,although did not have significant improvement of his pain.' The patient underwent a 'MRI scan which showed degeneration of the l5-s1 disk and end plate changes consistent with disk degenerative disease. He had, as well, extensive enhancing scar apparently entrapping the l5-s1 nerve roots and had a very broad paracentral and foraminal reherniation of disk further compressing the nerve roots.' On (B)(6) 2007 -- the patient underwent elective revision of left l5-s1 nerve root decompression and scar excision with left side l5-s1 facetectomy and msd revision. The patient also underwent l5-s1 transforaminal lumbar interbody fusion (tlif) using crescent peek cage and rhbmp-2/acs; and legacy pedicle screw fusion. 'Intra-operative visualization with fluoroscopy confirmed excellent positioning. The left l5 screw did appear to have a somewhat more caudad course than typical placement. The screw was removed.' The patient underwent the procedure without incident. Post-operatively the patient 'woke with increased left lower extremity radiculopathy including pain, numbness and tingling although no specific weakness. The majority of his stay in the hospital was pain management. He was on IV narcotics which was eventually discontinued after being able to tolerate oral narcotics with adequate pain control.' (B)(6) 2007 -- patient was seen for follow up. Patient complained of some tingling in both feet, significant left lower extremity pain and incisional discomfort. There was no signs or symptoms of infection. (B)(6) 2007 - patient was seen for follow up. Patient complained of pain, shortness of breath (sob) and sweating. CT scan interpretation 'demonstrates excellent positioning of the pedicle screw and rod construct . Broad-based disc bulge at l4-5. This was present previously but may be slightly more prominent in comparison to previous. There does appear to be a small bone fragment in the neural foramen at l5-s1. This does not appear to be symptomatic given his left leg pain. Placement of his cage appears to be adequate as well.' (B)(6) 2007 -- patient continues to complain of persistent right side greater than left leg radiating pain. Back pain is greater than leg pain. Patient has been using tens unit. Imaging films interpretation: 'stable postoperative appearance of lumbar spine status post ls-s1 fusion.' (B)(6) 2008 -- patient presented for follow up complaining of overall increase in soreness. (B)(6) 2008 - the patient was seen for follow up. The patient's post-op course 'continues to be complicated by pain. Patient has occasional burning pain in both of his legs below the knee and bilateral lbp.' Review of imaging films by hcp is as follows: 'there is no evidence of breakdown, deterioration, loosening of hardware, migration or failure to fuse.' The patient was treated with medication and lumbar facet injections. (B)(6) 2008 -- patient underwent bilateral l4-5 facet rhizotomies for lumbago. 'A total of four lesions were placed. No immediate complication were noted.' (B)(6) 2008 - patient continued to complain of pain. MRI imaging interpretation as follows 'post laminectomy changes are seen at l5-s1. I do not see a recurrent disk or residual disk at this level. There is neural foraminal narrowing bilaterally, more on the left than the right and this is predominantly due to facet joint hypertrophy. The pedicle screws are intact. At l4-s, generalized disk bulge with a posterior annular tear visually appears to be slightly more prominent since the previous study. There is mild compressivethecal sac. There is mild neural foraminal narrowing bilaterally.' Patient treated with lumbar epidural injections. Patient continued to complain of pain; low back pain (lbp), left groin / inner thigh pain, leg pain, bilateral buttock pain, numbness and tingling in hand. Medical records state 'imaging studies showed pedicle screw instrumentation at l5-s1. The left sacral screw appeared to be somewhat long, penetrating through the anterior cortex of the sacrum in the region of the traversing ls root anteriorly. It also showed persistent foraminal stenosis bilaterally. Left greater than right. There was a significant amount of bone in the region of the left facet joint. Which had been taken down for the tlif procedure. Anterior peek cage was present, but there did not appear to be a significant amount of bone formed anteriorly. Because of persistent foraminal stenosis seen on his MRI scan, symptoms consistent with l5 radiculopathy and failure of non-operative treatment." On (B)(6) 2008 -- patient underwent revision surgery for left l5-s1 foraminal stenosis with left l5 radiculopathy status post l5-s1 tlif and posterolateral fusion and instrumentation and l5-s1 pseudoarthrosis. Revision surgery consisted of: take-down of pseudoarthrosis anteriorly at l5-s1. Removal of peek tlif cage. L5-sl anterior lumbar interbody fusion. L5-sl anterior endoskeleton interbody cage placement. Right anterior iliac crest bone marrow aspiration. Revision of pedicle screw fixation, l5-s1. Revision of posterolateral fusion of l5-s1. Left posterior iliac crest bone graft harvest. Status post revision surgery, the patient continued to complain of pain and tingling. Imaging films demonstrated 'posteriorly, the pedicle screw rod construct remains intact without signs of loosening or hardware failure. Bone graft is seen in the posterolateral gutters from the transverse process of l5 down to the sacral ala, greater on the right than the left, with signs of graft maturation.' (B)(6) 2010 -- patient complained of swelling in ankles. Hcp evaluation states: 'this is idiopathic or dependent edema. The hemosiderin indicates that he has had this previously. The edema is slightly pitting. It extends up to the knees.' Patient symptoms included aching, sharp pain, burning, numbness, tingling, fatigue, weakness, unusual swelling, body temperature changes, unusual sweating or dry skin. Patient also presented 'left lower quadrant abdominal pain that he has had since his anterior and posterior fusion. The patient's 'radicular symptoms have resolved after the surgeries.' Patient treated with several medications, ilioinguinal nerve block and facet lumbar injection without complication. (B)(6) 2010 - patient continues to complain of low back, left groin, bilateral leg pain, as well as muscle cramps in right calf. Patient treated with several medications, ilioinguinal nerve block, facet lumbar injections and rfa medial branch at left l3/4 and l4/5. (B)(6) 2011 patient presented with knee pain and continues to complain of lbp, bilateral si pain and bilateral knee pain. X-ray imaging interpreted as 'minor right patellar spurring. Otherwise negative.' Patient treated with medication, facet lumbar injections and knee injections. May 2011 -- patient presented with right lbp, right gluteal pain and right posterior leg pain, numbness and right foot tingling after falling on ice. MRI imaging interpreted as 'central protrusion with annular tearing at the l4/5 level. Bilateral mild to moderate neuroformanal narrowing at this level.' Patient instructed to wean off medication as it was noted that the patient was out of medication early which is violation of narcotic agreement. (B)(6) 2011 -- patient presented for follow. Patient 'has been experiencing a knife-like sensation in the right side of his low back and an aching sensation into the buttocks bilaterally. He also has a very sensitive area at the bottom of his lumbar incision. Patient reported electric shock-type pain down his right leg. On the left side, pain travels down the back of the leg to the ankle with numbness and tingling. He also experiences left leg tightness/charley horses. On the right side, the pain is mostly in the hamstring and back of the knee but does not go further down the leg. There is no specific activity or position that exacerbates or alleviates his symptoms. The pain is fairly constant but is somewhat worsened with moving around. He feels weakness in his left leg as a sensation of giving out due to pain. There is a burning pain in his buttock bilaterally. There is a stabbing and pins-and-needles sensation in his hamstrings bilaterally with an aching and pins-and-needles sensation in his left calf and bottom of his left foot. There is a stabbing, burning, and pins-and-needles in his left anterior/inner thigh. Patient underwent mrl. Interpretations as follows. 'Showed disc space desiccation with mild loss of disc height at l4-l5. There is a central to left-sided annular tear, which protrudes out in the region of the traversing l5 root. He has an interbody cage fusion at the l5-s1 level with posterior pedicle screw rod construct. There is some ill-defined mass at the entrance to the l5-s1 foramen, as well as lateral to the s1 root at the level of the l5-s1 disc space, which may represent heterotopic bone.' Two month MRI follow up interpretation: 'minimal diffuse bulging of the intervertebral disc is present at the l3-4 level. Small central disc herniation at the l4-5 level. Laminectomy and fusion at l5-s1 with intervertebral disc spacer. Postoperative changes at l5-s1 with enhancing scar tissue surrounding the left s I nerve root. Minimal interval increase in size of central disc herniation at l4-5 with mild to moderate central narrowing of the spinal canal. No nerve root impingement demonstrated.' (B)(6) 2011 -- patient underwent add-on l4-l5 decompression, instrumentation and fusion for l4/5 ddd with foraminal stenosis (left greater than right at l4) and persistent right side l5 radiculopathy status post previous l5-s1 anterior posterior decompression. Surgery consisted of: l4 laminectomy with l4-5 medial facetectomies, l4-5 "transfdraminaf" lumbar interbody fusion. L4-5 anterior endoskeleton it cage placement. L4-5 posterolateral fusion. L4 to s1 segmental pedicle screw instrumentation. Removal of previous l5-s1 pedicle screw instrumentation. Morselized allograft for spine fusion with "vitoss" bone graft substitute. Right posterior iliac crest bone marrow aspiration. Right l5-s1 foraminotomy with microdissection of the right l5 nerve root. 'Upon taking off the ligament superior to the l5 lamina, we encountered a small central hole. This was consistent with a needle from his previous CT myelogram. This was repaired. Csf was not found to be leaking after the repair. [The surgeon] completed the dissection out along the l5 root and noted that there was no heterotopic bone along its course and that it was adequately decompressed both dorsally and ventrally. An 11mm cage was placed. Bone graft was packed anterior to the cage as well as posteriorly. The transverse process at l4 and the superior portion of the l5-s1 fusion mass were decorticated with the bur, and the bone graft was placed over the decorticated surfaces.' Status post l4-l5 lumbar decompression, instrumentation, and fusion with "transforaminallumbar" interbody fusion and right l5-s1 foraminotomy. Patient complained of 'getting a "zapping" sensation in his right buttock and down the back, his right leg to the knee. Certain movements and changing positions in bed seem to trigger this. Today, he has noticed some charley horses behind his left knee. There is a stabbing pain down his right buttock and hamstring with a pins and needles and stabbing pain in his left buttock and hamstring. He also has pins and needles in his toes bilaterally.' Lumbar imaging interpretation: 'there is no evidence of cage lucency or subsidence. There is a solid fusion at the l5-s1 level. Pedicle screw rod construct is intact without signs of hardware failure or loosening from l4 down to the sacral ala.' (B)(6) 2012 -- patient presented for follow up and complained of increased back pain primarily by the incision site that shoots around back into the front of his stomach. Patient treated with anti-inflammatory medication and current pain medication including ibuprofen (100 mg), lidocaine (external patch), tadalafil (20 mg), testosterone, carisoprodol (350 mg), oxycodone (5 mg), oxycodone sr (40 mg), bupropion sr (150 mg), cyclobenzaprine (10 mg), gabapentin (100 mg and 800 mg).

Event description:
It was reported that the patient underwent elective revision of left l5-s1 nerve root decompression and scar excision with left side l5-s1 facetectomy and msd revision. The patient also underwent l5-s1 transforaminal lumbar interbody fusion (tlif) using an interbody cage, rhbmp-2/acs, and pedicle screw fusion. "Intra-operative visualization with fluoroscopy confirmed excellent positioning. The left l5 screw did appear to have a somewhat more caudad course than typical placement. The screw was removed". The patient underwent the procedure without incident. Post-operatively the patient "woke with increased left lower extremity radiculopathy including pain, numbness and tingling although no specific weakness. The majority of his stay in the hospital was pain management. He was on IV narcotics which was eventually discontinued after being able to tolerate oral narcotics with adequate pain control". In post-op follow-up, the patient complained of some tingling in both feet, significant left lower extremity pain and incisional discomfort. There was no signs or symptoms of infection. Approximately 2 months post-op, the patient was seen for follow up. Patient complained of pain, shortness of breath (sob) and sweating. CT scan interpretation "demonstrates excellent positioning of the pedicle screw and rod construct. Broad-based disc bulge at l4-5. This was present previously but may be slightly more prominent in comparison to previous. There does appear to be a small bone fragment in the neural foramen at l5-s1. This does not appear to be syrnptomatic given his left leg pain. Placement of his cage appears to be adequate as well". Approximately 4 months post-op, the patient continues to complain of persistent right side greater than left leg radiating pain. Back pain is greater than leg pain. Patient has been using tens unit. Imaging films interpretation: "stable postoperative appearance of lumbar spine status post ls-s1 fusion". Approximately 6 months post-op, the patient presented for follow up complaining of overall increase in soreness. 7 months post-op, the patient was seen for follow up. The patient's post-op course "continues to be complicated by pain. Patient has occasional burning pain in both of his legs below the knee and bilateral lbp". Review of imaging films by hcp is as follows: "there is no evidence of breakdown, deterioration, loosening of hardware, migration or failure to fuse". The patient was treated with medication and lumbar facet injections. (B)(6) months post-op, the patient underwent bilateral l4-5 facet rhizotomies for lumbago. "A total of four lesions were placed. No immediate complications were noted". (B)(6) months post-op, the patient continued to complain of pain. MRI imaging interpretation as follows "post laminectomy changes are seen at l5-s1. I do not see a recurrent disk or residual disk at this level. There is neural foraminal narrowing bilaterally, more on the left than the right and this is predominantly due to facet joint hypertrophy. The pedicle screws are intact. At l4-s, generalized disk bulge with a posterior annular tear visually appears to be slightly more prominent since the previous study. There is mild compressive thecal sac. There is mild neural foraminal narrowing bilaterally". Patient treated with lumbar epidural injections. The patient continued to complain of pain; low back pain (lbp), left groin / inner thigh pain, leg pain, bilateral buttock pain, numbness and tingling in hand. Medical records state "imaging studies showed pedicle screw instrumentation at l5-s1. The left sacral screw appeared to be somewhat long, penetrating through the anterior cortex of the sacrum in the region of the traversing ls root anteriorly. It also showed persistent foraminal stenosis bilaterally. Left greater than right. There was a significant amount of bone in the region of the left facet joint. Which had been taken down for the tlif procedure. Anterior peek cage was present, but there did not appear to be a significant amount of bone formed anteriorly. Because of persistent foraminal stenosis seen on his MRI scan, symptoms consistent with l5 radiculopathy and failure of non-operative treatment." (B)(6) days post-op, the patient underwent revision surgery for left l5-s1 foraminal stenosis with left l5 radicuiopathy status post l5-s1 tlif and posterolateral fusion and instrumentation and l5-s1 pseudoarthrosis. Revision surgery consisted of take-down of pseudoarthrosis anteriorly at l5-s1, removal of peek tlif cage, l5-sl anterior lumbar interbody fusion, l5-s1 anterior endoskeleton interbody cage placement, right anterior iliac crest bone marrow aspiration, revision of pedicle screw fixation, l5-s1, revision of posterolateral fusion of l5-s1, and left posterior iliac crest bone graft harvest. Status post revision surgery, the patient continued to complain of pain and tingling. Imaging films demonstrated "posteriorly, the pedicle screw/rod construct remains intact without signs of loosening or hardware failure. Bone graft is seen in the posterolateral gutters from the transverse process of l5 down to the sacral ala, greater on the right than the left, with signs of graft maturation". (B)(6) months post-op, the patient complained of swelling in ankles. Hcp evaluation states: "this is idiopathic or dependent edema. The hemosiderin indicates that he has had this previously. The edema is slightly pitting. It extends up to the knees". (B)(6) months post-op, the patient continued to complain of low back and posterior thigh pain. Patient symptoms included aching, sharp pain, burning, numbness, tingling, fatigue, weakness, unusual swelling, body temperature changes, unusual sweating or dry skin. Patient also presented "left lower quadrant abdominal pain that he has had since his anterior and posterior fusion. The patient's "radicular symptoms have resolved after the surgeries". Patient treated with several medications, ilioinguinal nerve block and facet lumbar injection without complication. (B)(6) months post-op, the patient continues to complain of low back, left groin, bilateral leg pain, as well as muscle cramps in right calf. Patient treated with several medications, ilioinguinal nerve block, facet lumbar injections and rfa medial branch at left l3/4 and l4/5. (B)(6) 2011, patient presented with knee pain and continues to complain of lbp, bilateral si pain and bilateral knee pain. X-ray imaging interpreted as "minor right patellar spurring. Otherwise negative". Patient treated with medication, facet lumbar injections and knee injections. (B)(6) 2011 patient presented with right lbp, right gluteal pain and right posterior leg pain, numbness and right foot tingling after falling on ice. MRI imaging interpreted as "central protrusion with annular tearing at the l4/5 level. Bilateral mild to moderate neuroforaminal narrowing at this level". Patient instructed to wean off medication as it was noted that the patient was out of medication early which is violation of narcotic agreement. (B)(6) 2011, patient presented for follow. Patient "has been experiencing a knife-like sensation in the right side of his lower back and an aching sensation into the buttocks bilaterally". He also has a very sensitive area at the bottom of his lumbar incision. Patient reported electric shock-type pain down his right leg. On the left side, pain travels down the back of the leg to the ankle with numbness and tingling. He also experiences left leg tightness/charley horses. On the right side, the pain is mostly in the hamstring and back of the knee but does not go further down the leg. There is no specific activity or position that exacerbates or alleviates his symptoms. The pain is fairly constant but is somewhat worsened with moving around. He feels weakness in his left leg as a sensation of giving out due to pain. There is a burning pain in his buttock bilaterally. There is a stabbing and pins-and-needles sensation in his hamstrings bilaterally with an aching and pins-and-needles sensation in his left calf and bottom of his left foot. There is a stabbing, burning, and pins-and-needles in his left anterior/inner thigh. Patient underwent mrl. Interpretations as follows. "Showed disc space desiccation with mild loss of disc height at l4-l5. There is a central to left-sided annular tear, which protrudes o ut in the region of the traversing l5 root. He has an interbody cage fusion at the l5-s1 level with posterior pedicle screw rod construct. There is some ill-defined mass at the entrance to the l5-s1 foramen, as well as lateral to the s1 root at the level of the l5-s1 disc space, which may represent heterotopic bone". Two month MRI follow up interpretation: "minimal diffuse bulging of the intervertebral disc is present at the l3-4 level. Small central disc herniation at the l4-5 level. Laminectomy and fusion at l5-s1 with intervertebral disc spacer. Postoperative changes at l5-s1 with enhancing scar tissue surrounding the left s I nerve root. Minimal interval increase in size of central disc herniation at l4-5 with mild to moderate central narrowing of the spinal canal. No nerve root impingement demonstrated". (B)(6) 2011, patient underwent add-on l4-l5 decompression, instrumentation and fusion for l4/5 ddd with foraminal stenosis (left gr eater than right at l4) and persistent right side l5 radiculopathy status post previous l5-s1 anterior posterior decompression. Surgery consisted of l4 laminectomy with l4-5 medial facetectomies, l4-5 transforaminal lumbar interbody fusion, l4-5 anterior endoskeleton it cage placement, l4-5 posterolateral fusion, l4 to s1 segmental pedicle screw instrumentation, removal of previous l5-s1 pedicle screw instrumentation, morselized allograft for spine fusion with vitoss bone graft substitute, right posterior iliac crest bone marrow aspiration, and right l5-s1 foraminotomy with microdissection of the right l5 nerve root. Per the operative notes, "upon taking off the ligament superior to the l5 lamina, we encountered a small central hole. This was consistent with a needle from his previous CT myelogram. This was repaired. Csf was not found to be leaking after the repair. [The surgeon] completed the dissection out along the l5 root and noted that there was no heterotopic bone along its course and that it was adequately decompressed both dorsally and ventrally. An 11mm cage was placed. Bone graft was packed anterior to the cage as well as posteriorly. The transverse process at l4 and the superior portion of the l5-s1 fusion mass were decorticated with the bur, and the bone graft was placed over the decorticated surfaces". Status post l4-l5 lumbar decompression, instrumentation, and fusion with transforaminal lumbar interbody fusion and right l5-s1 foraminotomy. Patient complained of "getting a "zapping" sensation in his right buttock and down the back, his right leg to the knee. Certain movements and changing positions in bed seem to trigger this. Today, he has noticed some charley horses behind his left knee. There is a stabbing pain down his right buttock and hamstring with a pins and needles and stabbing pain in his left buttock and hamstring. He also has pins and needles in his toes bilaterally". Lumbar imaging interpretation: "there is no evidence of cage lucency or subsidence. There is a solid fusion at the l5-s1 level. Pedicle screw rod construct is intact without signs of hardware failure or loosening from l4 down to the sacral ala". (B)(6) 2012, patient presented for follow up and complained of increased back pain primarily by the incision site that shoots around back into the front of his stomach. Patient treated with anti-inflammatory medication and current pain medication including ibuprofen (100 mg), lidocaine (external patch), tadalafil (20 mg), testosterone, carisoprodol (350 mg), oxycodone (5 mg), oxycodone sr (40 mg), bupropion sr (150 mg), cyclobenzaprine (10 mg), gabapentin (100 mg and 800 mg). Allegedly, postoperatively the patient began experiencing severe pain in his left leg. The patient developed severe radicular symptoms nearly immediately after the surgery and subsequent scans showed further neuroforaminal impingement at the same level that the bmp was used. Reportedly "on or around (B)(6) 2008, ten months after the fusion, an MRI scan shows bilateral overgrowth and nerve impingement at l5-s1". The patient underwent extensive additional medical treatment, including having to undergo an anterior surgery (alif) on (B)(6) 2008, to remove the peek cage, take down the pseudoarthrosis, and perform a posterior lateral revision fusion of l5-s1. The patient continued to have ongoing back and leg pain. On (B)(6) 2011, the patient underwent a third procedure which included a l4-l5 transforaminal lumbar interbody fusion. The patient reportedly continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.